Event description:
Reportedly, the subject pacemaker reached the end of its life.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject pacemaker reached the end of its life.